Event description:
It was reported that stopper separation occurred during use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "my nurse had 3 more instances of the syringe coming apart yesterday with the same patient. I hadn't told her to save the used syringe yet but she did save a wrapper which I have scanned in." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred during use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "my nurse had 3 more instances of the syringe coming apart yesterday with the same patient. I hadn't told her to save the used syringe yet but she did save a wrapper which I have scanned in." 3 occurrences were reported.